Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device no longer responds to presses. The buttons pop out when pressed and the infusion device has not been dropped or exposed to water or insulin. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.